Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to the patient not being able to use the device. No patient complications were reported.